Event description:
Reportedly, the problem with the subject programmer is that it cannot be upgraded to smartview 2.56 ug1 due to a driver load failure message during boot-up. The programmer does not recognize the pcmcia adapter.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the problem with the subject programmer is that it cannot be upgraded to smartview 2.56 ug1 due to a driver load failure message during boot-up. The programmer does not recognize the pcmcia adapter.